Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and non-calcified shunt anastomosis. The 6.0 x 40, 75cm mustang balloon was advanced for dilatation and on the third inflation at 10 atmospheres for 40 seconds the balloon ruptured. The procedure was completed with a different device. There were no serious injuries or adverse patient effects.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and non-calcified shunt anastomosis. The 6.0 x 40, 75cm mustang balloon was advanced for dilatation and on the third inflation at 10 atmospheres for 40 seconds the balloon ruptured. The procedure was completed with a different device. There were no serious injuries or adverse patient effects.